Event description:
On (B)(6) 2012 the reporter contacted animas to report the patient had noted his basal rates 'needed to be reset', and that he was having issues with the basal rates. The patient did not report any symptoms or medical attention or treatment. The technical support representative contacted the patient to obtain and verify information; however was unable to reach him by telephone. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.